Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but erratic and device was out of calibration and the motor, reciprocating arm, plug harness assembly, switch, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device is not working properly. Event occurred during testing. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.